Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision was not as expected. He also reported experiencing diplopia since the surgery. The fellow eye does not have an implant. The consumer saw another ophthalmologist for a second opinion and was told that he should have the multifocal lens implanted in his fellow eye and that should resolve the issue. "The brain just may not be adjusting to the unilateral implant of the multifocal." The consumer states the eye pressure has been "perfect", the retina has been fine and he has no pre-existing ocular history of disease. Add'l info was received from the implanting surgeon, who indicated the pt had significant refractive error in the fellow eye which was causing anisometropia and double vision with his glasses. He expects the pt's vision to improve in both eyes with fellow eye implant surgery. He explained to the pt that this should alleviate the asymmetry and the prism effect of his glasses which was causing the diplopia. The pt has declined to proceed with surgery in the fellow eye. The surgeon also reported that the pt's cataract, prior to surgery, was slightly brunescent. At one day post operative, the pt had slight corneal edema which has resolved. A yag capsulotomy was performed one month following surgery due to posterior capsular opacity (pco).

Manufacturer narrative:
This report was mailed to FDA on 04/10/2014. The manufacturer internal reference number is (B)(4).

Event description:
Additional information was received from the consumer, who reported that an intraocular lens (iol) implant procedure was performed on the fellow eye and the diplopia was not resolved prism is required for his glasses, and this helps there are two medical device reports associated with this event. This file is for the right eye. Manufacturer report # 1119421-2014-00240 is for the left eye.